Event description:
On (B)(6) 2012, customer reported that the lh780 instrument generated erroneously low platelet (plt) results for a single patient on the initial run. This event occured on (B)(6) 2012. No instrument generated flags were provided. The erroneous result was not reported out of the lab. There was no death, injury, or effect to the patient. The specimen was remixed and rerun on another lh780 instrument and also on the same lh780 instrument. The two results correlated, and higher plt results were obtained upon rerun which the customer considered correct. Controls were run before and after the event and the results were within quality control (qc) specifications. Review of the control data provided for this event showed no abnormalities or issues. Customer technical support (cts) advised the customer to run qc and reproducibility after the lower results were obtained to verify the instrument. The customer was instructed to call back if further service was needed. Customer did not call back with any additional problems. No onsite service was dispatched.

Manufacturer narrative:
Device evaluated by manufacturer, no: customer did not want service. Customer did not want service.